Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
Customer contact reports no patient information available. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced to resolve the issue.

Event description:
The hospital reported the unit had an error that resulted in a loss of mechanical ventilation during a case. There was no report of patient injury.